Manufacturer narrative:
Not returned. Event conclusion: boston scientific crm will analyze returned product upon receipt and the results will be added to this event once testing has been completed.

Event description:
Event description: boston scientific crm rec'd info that the pt implanted with this pacemaker passed away. Upon device eval, no pacing output was evident. Additionally, telemetry was unable to be established, and the device did not respond to magnet application. The device was a part of a product advisory communication conveyed to physicians in july of 2005 and was included within the secondary advisory population initially described in the january of 2006 advisory update. The device was explanted and was routed for analysis.